Manufacturer narrative:
Five days after the initial treatment of the left sfa, the patient had angiography performed of the right leg, revealing "truncus tibiofibularis totally blocked by exoseal plug plus appositional thrombus. Appositional thrombus can be withdrawn by suction, extraction of exoseal plug is not possible. At last stenting of the exoseal plug with xience deb 3/18 stent with good angiographic results for atp and ata. The fibular artery remains occluded." According to the account "it is not proven, that the exoseal plug caused the occlusion, although it is highly probable." The procedural cd's were received and reviewed, there is no obvious that the access site was in an area of calcification or a stented area, however there is an area of stenosis below the bifurcation of the sfa. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Peripheral artery occlusion and lower extremity arterial emboli are listed as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the reported event, the safety and effectiveness of the device has not been established in patients with symptomatic leg ischemia in the target vessel limb including severe claudication. In this case the patient had pre-existing peripheral artery disease, prior to the use of the device. There is no indication that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
Information received from an account indicated that after deployment of an exoseal device, the patient continued to bleed and the bleeding was controlled with the application of a femostop device. Two days later the patient complained of pains in his leg. During x-ray an embolism of the truncus tibiofibularis was detected. Via stent application with a 3.0mm x 18mm xience stent the "exoseal clot" had been pushed against the vessel wall, restoring flow distally. The physician had done 20 exoseal cases. The patient was a (B)(6) male with a history of peripheral artery disease, iib femoral type with the left being greater than the right. The patient had pta to the right superficial anterior artery (sfa) in 2008 and to the left sfa in 2010. Diagnostic angiography in (B)(6) 2011 revealed the following: abdominal aorta, renal arteries, iliac arteries nad, right afs normal, left afs 2 80% stenoses with distinct pressure gradient, crural arteries: anterior tibial artery (ata) normal, bifurcation of anterior tibial/popliteal/ fibular (atp/fibular) artery with high-grade stenosis, fibular artery with filiform lumen. The procedure turned into an interventional case for treatment of the stenosis in the left sfa. The access site was the right femoral artery with a 6f terumo sheath. The sfa was treated with pta followed by the implant of a zilver-ptx 6/60 stent in the distal portion and a zilver-ptx7/40 stent in the proximal stenosis. No pressure gradient. The procedure was to be completed with the use of an exoseal to achieve hemostasis. After following all the steps with proper indications the device was deployed, however bleeding continued. The event was treated with the use of a femostop. Two days after the procedure, the patient was experiencing pain and the account reported that the patient had a thrombotic occlusion of the right leg.